Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: transoral endoscopic right thyroid lobectomy and isthmusectomy, vestibular approach. Intraoperative ultrasound of the thyroid and neck for surgical planning. Fiberoptic laryngoscopy. Event description: two trocars used during case both with same lot number defective. First trocar broke in two pieces when being placed. Both pieces retrieved and able to be placed together to verify no missing pieces. Second trocar from same lot number also disformed and created a problem causing difficulty advancing instrument through. Both trocars from lot 1522399 ref #(B)(4). Two additional trocars opened with different lot numbers that functioned as expected. Additional information provided by [hospital representative] on (B)(6) 2026 (entered by applied medical representative): as I was not involved in the case I have very few additional details to add. Event date-1/2/2026. There was no patient injury. There were two device w/ issues. #1 broke into two pieces and was retrieved. #2 - same lot # - deformed and difficult to advance. Device was changed out for a different lot # and functioned as expected. Intervention: two additional trocars opened with different lot numbers that functioned as expected. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the event unit, it is difficult to determine if the reported event was caused by a device non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: transoral endoscopic right thyroid lobectomy and isthmusectomy, vestibular approach. Intraoperative ultrasound of the thyroid and neck for surgical planning. Fiberoptic laryngoscopy. Event description: two trocars used during case both with same lot number defective. First trocar broke in two pieces when being placed. Both pieces retrieved and able to be placed together to verify no missing pieces. Second trocar from same lot number also disformed and created a problem causing difficulty advancing instrument through. Both trocars from lot 1522399 ref #(B)(4). Two additional trocars opened with different lot numbers that functioned as expected. Additional information provided by [hospital representative] on 23feb2026 (entered by applied medical representative): as I was not involved in the case I have very few additional details to add. Event date-1/2/2026 there was no patient injury. There were two device w/ issues #1 broke into two pieces and was retrieved #2 -same lot # -deformed and difficult to advance. Device was changed out for a different lot # and functioned as expected. Additional information provided by [hospital representative] on 04mar2026 (entered by applied medical representative): that information is incorrect. The packaging is available however, the devices were discarded. Intervention: two additional trocars opened with different lot numbers that functioned as expected. Patient status: no patient injury indicated.